Manufacturer narrative:
(B)(4). The sasuke double-lumen catheter was returned for evaluation. Tip separation was confirmed; the marker was also missing. At the broken end of the tip, the shaft tube was found crushed as well as stretched distally. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated during removal had most likely contributed to the observed tip separation. The applied stress would exceed the product design limit when the tip was being fixed by the concomitant balloon. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi sasuke double-lumen catheter broke off during a percutaneous coronary intervention (pci) to treat a 90-99% stenosis in the bifurcated #15 segment of the left circumflex artery (lcx). The catheter was delivered over a guide wire placed in the lateral #15. Another guide wire was placed in the medial #15 through the catheter. Then the catheter was removed with a kusabi balloon holding the guide wire in position. When intravascular ultrasound (ivus) was performed in the lateral #15, a floating foreign object was found. The physician confirmed that the object was the separated tip of the catheter. The physician determined to leave the separated tip on site and deployed stents from segments #11 through #15 to complete the procedure. There were no adverse patient effects associated with this event.